Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Customer resumed insulin delivery successfully. Customer¿s blood glucose (bg) level was 181 - over 500 mg/dl. Customer address their bg with a manual injection.